Event description:
The catheter dislodged and without cuff. No severe damage for the pt. The catheter was implanted (B)(6) months before.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reuk0112 showed no other similar product complaint(s) from this lot number.